Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Proximal neck 21 mm diameter and 4 cm long. Distal neck 30 mm diameter. Left common iliac 15 mm diameter and right common iliac 20-16 mm diameter. Left iliac 13 mm diameter, right iliac 16 mm. It was reported that the patient expired within one month of the index procedure. The patient had a history of cardiac issues and it is initially believed to be related to a cardiac event, but an autopsy has not been performed to verify and death certificate not available. No further information has been provided.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death); patient's condition affected effectiveness of device (previous history; cardiac issues); device failure/lack of effectiveness related to patient condition (previous history; cardiac issues).